Manufacturer narrative:
(B)(4). The stent was not returned for analysis as it remains in the anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported stent dislodgment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat disease in a femoral artery with heavy tortuosity, below the bifurcation. The 6.0x59mm omnilink stent was advanced, but the stent dislodged in the distal inferior epigastric artery (iea). The stent was post-dilated with an unspecified balloon dilatation catheter and implanted in the iea. Another stent delivery system was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.